Event description:
A customer observed positively biased k + qc results on the vitros 250 analyzer. No biased pt results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.